Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. One used lf4318 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the sample was returned with the cord cut off. The customer reported that the patient received a burn to their vulvar area. The reported condition was not confirmed. The investigation found the jaw insulation was not damaged. Due to the cord being cut short, another cord could not be spliced on to test for electrical function. The investigation could not determine the root cause of the customer's report.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient received a burn to their vulvar area. No other information was provided by the site.